Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/12/2022, it was reported by a sales representative via sems that an ar-9165cdg baseplate impactor had an issue, the plastic blue tip broke off, no patient involvement. Discovered after the case was completed. Nothing was found on the patient during surgery. This was discovered during use with no impact to the patient. Additional information has been requested. On 04/15/2022, the sales representative stated the following via email: the event occurred during a rtsa procedure on (B)(6) 2022, the tip broke upon removal, after baseplate impaction. No fragments were in the patient. No issues with the bone or implant. The case proceeded as normal. No negative impact on the patient whatsoever.

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation, it was noted that one side of the circular post at the end of the base plate was broken off. The broken piece was not returned for evaluation. The cause remains undetermined, however, a probable cause is attributed to user-applied forces during use.